Manufacturer narrative:
The device has been requested yet not been returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) states: "cutter intermittently working. Kept jamming whilst closed but could turn cutter on and off and it would work again. Then stopped working all together. No patient impact."